Event description:
At the end of the procedure, there was a leak from the valve of the flexcath sheath and the distal part of the sheath was kinked. There was no patient injury.

Manufacturer narrative:
The product was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft was kinked at 1.55 inches and 2.56 inches from the tip. The reported leak has been reproduced when a catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking, the valve was torn. A field action was initiated in 07/2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths. The reported shaft kink was also confirmed through testing and was likely caused by sheath manipulation during the procedure. This report will be recorded and trended.